Manufacturer narrative:
The customer¿s concerns of the pump module not alarming for air in line was not confirmed after review of the logs or replicated during testing. Results from a review of the device logs noted an air in line alarm on (B)(6) 2019 at 9:12:37 am which was not on the reported incident date. The air in line alarms are indicative of the unit alarming for air in line when the presence of air is in the tubing. Test results from the air in line threshold test protocol, consisting of a single air bolus detection testing and accumulated air detection testing demonstrated the air detection system operating in specification. The device was being used for treatment. The root cause of the customer¿s complaint that the source device did not alarm for air in line was not definitively identified.

Event description:
It was reported from the pediatric unit that the device failed to alarm for air-in-line, during the infusion of lactated ringer's (lr). The infusion began at 7:00 on (B)(6) 2019, and was infusing at a rate of 100ml/hr., and the air-in-line was detected at 2130. The container was a bag solution of (lr) with air-fluid-air-fluid stripping, and "champagne" type bubbles were seen. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported from the pediatric unit that the device failed to alarm for air-in-line during the infusion of lactated ringer's. The infusion began at 7:00 on (B)(6) 2019 and was infusing at a rated of 100ml/hr., air-in-line was detected at 2130. The container was a bag solution of lr and air-fluid-air-fluid stripping and champagne type bubbles were seen. There was no patient impact.